Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the display screen was missing segments, and therefore it was replaced. Analysis also found one side bail cover missing, the battery contacts compressed and one side bail missing. (B)(4).

Event description:
It was reported that the display screen of the external pulse generator was missing some vertical lines on the menu screen. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the display screen of the external pulse generator was missing some vertical lines on the menu screen. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.